Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, it was noted that the lead was unable to pass through the catheter. Several catheters and the lead was able to pass but then dislodged. A final wide catheter was used and the lead was able to be implanted. The patient underwent prolonged anesthesia time and was stable after procedure.